Event description:
Additional information received noted further instance of far field r wave oversensing. There were no patient consequences.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far field r wave oversensing that caused inappropriate automatic mode switch (ams). Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.